Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 286 mg/dl at the time of incident. The customer also mentioned other blood glucose value such as 348 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump and manual shot pen. The customer noticed air bubbles in reservoir while filling the reservoir. Approximate size of air bubbles was large present towards the bottom of the plunger. Customer stated that she tried several times to remove the air bubbles. The customer stated that the air bubbles was successfully removed. The insulin pump will not be returned for analysis.